Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo lesion in the mid left anterior descending artery. Following pre-dilatation, a 3.5x33mm xience prime stent was implanted. An edge dissection was observed and another xience stent was used to successfully cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.